Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. The insulin pump was received with detached end cap. Analysis was unable to perform basic occlusion, prime, the excessive no delivery test due to detached end cap. All operating currents are within the specification no unexpected low battery or off no power alarm noted. The insulin pump passed self test and unexpected restart test. No unexpected restart alarm noted. Pump received with scratched lcd window, cracked case on top right corner near display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No moisture damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had physical damage, blank display and keypad anomaly. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.